Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter was observed to be bended and kinked, with its shape no longer appearing usual on fluoroscopy after ablating the right inferior pulmonary vein. The clinical specialist noted the physician was advancing far into the vein, which contributed to the loop of the array bending. Even after additional lesions were applied to the left-sided veins, the catheter remained kinked. The physician was able to remove the catheter normally from the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.